Manufacturer narrative:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) was damaged. There was no reported patient injury. A retrograde approach was used following an interventional coronary procedure. The deployer¿s mynx training status was certified. The type of vessel was arterial. The stick location was the femoral artery. Hemostasis was achieved with manual compression for less than 30 minutes. The patient's hospitalization was extended as a result of the event and the patient recovered. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was disengaged from the black handle, the syringe was vacuum locked and connected to the device with the stopcock open. A small portion of the sealant was observed on the catheter, covering the balloon¿s proximal tip, and the procedural sheath was observed to have covered the catheter¿s atraumatic distal tip as received. The sealant sleeve was observed at the middle of the outer cartridge tubing which indicated that the device may have not been completely shuttled down during the procedure. However, it is unknown if the device was manipulated post the procedure. The device was inspected for damages/anomalies that may have contributed to the reported incident. No damages/anomalies were observed. Per functional analysis, the shuttle cartridge was retracted to the black handle, and the advancer tube was found properly engaged to the proximal tamp lock. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, no damages or anomalies were observed. A product history record (phr) review of lot f1927002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) was damaged (additional information was received and the sealant sleeve was observed at the middle of the outer cartridge tubing which indicated that the device may have not been completely shuttled down during the procedure). Therefore, hemostasis was achieved with manual compression less than 30 minutes. There was no reported patient injury. A retrograde approach was used following an interventional coronary procedure. The deployer¿s mynx training status was certified. The type of vessel was an arterial. The stick location was the femoral artery. The patient's hospitalization was extended as a result of the event and the patient recovered. The device will be returned for evaluation. Additional procedural details were requested but are unknown.